Manufacturer narrative:
Additional information: h6, h11. H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a spectrum pump inaccurately infused fluid during patient therapy. During an infusion of unspecified vasopressors, the spectrum pump "was not infusing accurately". The patient experienced a "poor response" which required "titrating up the vasopressors". The pump was removed from service and no further issues were noted. No further information was available at the time of this report.